Event description:
It was reported that the egm shows a steady vs-vs rhythm of about 335 ms and some of the markers match up to the egm, but others don't. A hard copy of the patient's egm was reviewed by tech services. The device currently remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.